Event description:
Cook was notified that a type 1b endoleak was present on a zenith flex with spiral-z technology aaa endovascular graft iliac leg. Pre-procedural computed tomography (CT) with contrast imaging was completed on (B)(6) 2024, 133 days prior to the procedure. The innominate artery, right common carotid artery, right subclavian artery, left common carotid artery, left subclavian artery, and celiac artery were incorporated into the repair. All the arteries mentioned were patent and no stenosis greater than 50% was identified. The superior mesenteric artery (sma) was incorporated in the repair. The artery was patent. The artery was stenosed more than 50%. The right renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The left renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The bilateral common iliac and internal iliac arteries were patent. The aortic valve was native, and it was unknown if the aortic arch was a bovine configuration. The maximum diameter of the diseased aorta on centerline was 60 mm. The intended proximal seal was zone 5: mid descending aorta to celiac. The left and right intended distal landing zone was zone 10: common iliac arteries. Pre-procedure clinical assessment was completed on (B)(6) 2025, one day prior to the procedure. The primary indication was an abdominal aortic aneurysm (aaa) with a juxtarenal neck less than 10 mm. There was history of degenerative aneurysm growth of more than or equal to 1.0 cm per year. The patient had not required a rescue repair after prior repair. The patient underwent an elective endovascular aortic repair (evar) procedure on (B)(6) 2025 under general anesthesia. The patient was not receiving antiplatelet medication therapy at the time of the procedure. Percutaneous access was achieved in the right and left femoral arteries. During the procedure, the patient had the following devices placed: superior mesenteric artery (sma): a competitor's stent measuring 7 mm in diameter and 22 mm length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stents was successful. The stent patency was maintained with normal end artery perfusion. Right renal artery: a competitor's stent measuring 6 mm in diameter and 27 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency maintained with normal end artery perfusion. Celiac artery: a competitor's stent measuring 8 mm in diameter and 27 mm in length was placed. The artery was able to be revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency was maintained with normal end artery perfusion. Celiac artery: a competitor's stent measuring 8 mm in diameter and 27 mm in length was placed. The artery was able to be revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency was maintained with normal end artery perfusion. Left renal artery: a competitor's stent measuring 6 mm in diameter and 22 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency maintained with normal end artery perfusion. Custom-made device (cmd) from william cook australia, zenith fenestrated graft, rpn: fen-thoraco-abdominal-graft was placed. The device was planned for the patient. No technical difficulties in the delivery and deployment of the fenestrated thoraco abdominal cmd device were experienced. The delivery and deployment of the fenestrated thoraco abdominal cmd device was considered successful. Custom-made device (cmd) from william cook australia, distal aortic device, rpn: aaa-bifurcated-graft was placed. The device was planned for the patient. No technical difficulties in the delivery and deployment of the cmd device were experienced. The delivery and deployment of the cmd device was considered successful. Left iliac: cook incorporated, zenith flex with spiral-z technology aaa endovascular graft iliac leg, rpn: zsle-16-56-zt was placed on the left. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Left iliac: a competitor¿s graft was placed on the left, contralateral side. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Side branch catheterization and placement of all bridging stents were successful. Procedural imaging in the forms of an angiogram and a cone beam computed tomography with contrast was completed on (B)(6)2025. All stent grafts and intended side branch stents were patent at the conclusion of the procedure. All target vessels were patent. No endoleaks were present at the conclusion of the procedure. There was no evidence of stent graft integrity issues. All target side branch stents were intact. The patient was extubated in the operating room. The patient was not reintubated and did not require a tracheostomy. A spinal drain was not placed. An endovascular iliac conduit was not performed at the time of the procedure. Total contrast volume used during the procedure: 164 ml contrast dose: 1.5 ml/kg fluoroscopy time: 148 minutes total gray used: 3231 mgy total dose area product: 661 cgy*cm2 fusion was used during the procedure. The estimated blood loss during the procedure was 1000 ml during the procedure no red blood cells/fresh frozen plasma/cryoprecipitate/platelets/cellsaver were given. Cardiac output reduction was not used. Carbon dioxide flushing was not used. The proximal seal zone was the native aorta. No neuromonitoring was used during the procedure. Procedural time (24-hour clock): time arrives in room: 08:43 time of first incision or arterial puncture: 09:19 time of last access closure: 12:57 time leaves room: 13:37 duration of procedure (from first incision to last access closure): 218 minutes. The patient was transferred to the intensive care unit (ICU) where he stayed two nights. The patient was not discharged on supplemental oxygen. The patient did not have any significant medical problems or complications after the procedure or before discharge. At discharge, the patient was prescribed acetylsalicylic acid (asa) and a statin. The patient was discharged home on (B)(6) 2025 a one month follow up clinical assessment (0-45 days) was completed on (B)(6) 2025, forty-eight days post procedure. Bilateral ankle brachial index was not assessed. The patient was prescribed acetylsalicylic acid (asa), a statin, and motoprololsuccinate. During the one- month clinical assessment, computed tomography (CT) scan was completed. Since the last visit, the patient has not had any significant medical problems or been hospitalized for any reason. Follow up CT imaging with contrast was completed on (B)(6) 2025, forty-eight days post procedure. No occlusion or stenosis greater than 50% was noted in the celiac, sma, right renal, or left renal arteries. All stent grafts were patent. There was no evidence of stent graft integrity issues. All intended side branch stents were intact. A new type 1b endoleak was identified on the most distal iliac component on the left. A new type 2 endoleak was identified. A secondary intervention was not performed to treat the endoleaks. The maximum diameter of the diseased aorta outer wall to outer wall (ow to ow) was 56 mm. Additional comments ¿type 2 leaks from the ima and lumbar arteries, possibly a minor type 1b leak from the left stent graft limb. There are infarct changes in the upper pole of the left kidney due to over-stenting of the polar artery.¿ on (B)(6) 2025, 153 days post procedure the patient fell from a ladder and sustained a hip fracture. The patient underwent intramedullary nailing for a right-sided pertrochanteric femoral fracture. The event was reported as being resolved by (B)(6) 2025 and the patient recovered/stabilized without sequelae. A six-month (46-182 day) assessment was not completed. It was moved to the one month follow up. CT imaging with contrast was completed on (B)(6) 2025, 253 days post procedure. No occlusion or stenosis greater than 50% was noted in the celiac, sma, right renal, or left renal arteries. All stent grafts were patent. A new type ib endoleak was present on the most distal iliac component on the left. A persistent type 2 endoleak was present as well. A secondary intervention was not performed to treat the endoleaks. There was evidence of stent graft integrity issues, a type 1b endoleak was described as distal seal failure in left iliac limb. The intended side branch stent for the left internal iliac artery was not placed due to stenosis; it was unsuitable for an iliac branch device configuration. The patient underwent a secondary intervention on (B)(6) 2025, 253 days post procedure to address the type 1b endoleak on the left iliac limb extension. It was reported that the type ib endoleak is likely due to insufficient distal sealing of the left iliac limb of the cook stent graft implanted during the initial procedure, resulting in aneurysm sac reperfusion and requiring secondary intervention. The endoleak may be related to the study procedure due to anatomical challenges or technical factors during the initial evar/fevar, such as sizing or positioning of the iliac limb. Additionally, the event is related to the progression of the underlying aneurysmal disease, which despite initial treatment has led to sac growth due to endoleak on (B)(6) 2025, 260 days post procedure a 12 month (183-547 days) clinical assessment was completed. Bilateral ankle brachial index was not assessed. The patient was prescribed acetylsalicylic acid (asa), a statin, and motoprololsuccinate during the twelve- month clinical assessment, computed tomography (CT) scan was completed. Blood tests were not performed. The focus of this report is the type 1b endoleak identified on the left zenith flex with spiral-z technology aaa endovascular graft iliac leg that required a secondary intervention.

Manufacturer narrative:
H3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. Additional information was provided on 02dec2025 indicating that the device that had the type 1b endoleak was not a cook incorporated manufactured device. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.

Event description:
This event no longer meets the qualifications for a reportable event. See h11.